Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission and in clinic that the patient's implantable cardioverter defibrillator exhibited an episode of noise oversensing with subsequent inappropriate anti-tachycardia pacing (atp) in (B)(6) of 2020. The physician suspected that the incident was caused by exposure to external electromagnetic interference (emi) as it was an isolated incident. However, the patient did not recall what he was doing at the time of the episode. The ICD will be monitored. The patient was in stable condition.